Manufacturer narrative:
The lot number was provided for the malfunction a lot history review was performed. The device was returned for evaluation. The investigation identified fracture and failure to advance. A root cause could not be determined. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the titanium implantable port products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. The information received indicated that model 0606150j implantable port allegedly experienced fracture and failure to advance. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.